Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth test was performed and passed. A functional test was performed and passed. A share log review was performed but no data was available. Confirmation of the complaint was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the device displayed an unknown error message. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.